Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 (previously reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding and adenomyosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced endometritis (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure (ess205). The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 (previously reported). Three coils visualized on the right tube, and two coils visualized on the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. Reporter information, patient medical history, rcc added. Event: medical device removal updated to event: endometritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 (previously reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: pif received. Reporter information, patient details added. Date of insertion updated. Essure model updated to ess205. Event injury updated to event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.